Event description:
Approx five years ago not sure dates above are correct I had lasik eye surgery to remove my cataracts. The next day one of my eyes went "mixed up"; as if I was looking at a lower screen and could not see above it. I called the doctor, who met me immediately, after hours at his office. He told me some of the fluid was coming out and that I need laser surgery immediately to keep my sight. Since then I have had 7 laser surgeries; three to other eye and four to the affected eye. I am now seeing lines all the time and fuzzy vision. My eyes are very bad and have caused me to retire early. Please make me a part of your study group, so this won't happen to any more older citizens. I was not advised of any risk. I was told it will be good for me. Diagnosis or reason for use: remove cataracts.